Event description:
After viewing rca, physician injected wire into jr4. Physician commented on how difficult it was to straighten "j" to insert wire into catheter. Physician exchanged pigtail over wire and removed wire. Rn wiped wire when removing it and gauze got stuck on it. Noted then that wire was broken and exposed. Physician was aware and examined no foreign bodies left in rca/lv. From the info provided by the rptr, a foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
No consequences to the pt were reported. Unraveled is not listed in the instructions of use. Product was returned in a used and damaged condition. This device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections prior to transport. In addition, each wire guide comes with an attached caution label which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." In previous complaints, we have found possible causes to include damage to the wire guide associated with withdrawal through the needle or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. In this specific case, the event description describes the rn wiping down the wire guide. If done too aggressively, this action could have caused the coils on the wire guide to separate enough "for the safety wire to expose the safety wire and exit the coils." Since the weld balls on both ends appear intact and both ends of the wire appear to have no visible signs of damage, this complaint appears to be the result of user technique. We will continue to monitor for similar complaints. There is insufficient risk per quality engineering risk analysis to warrant risk mitigation.